Event description:
Customer reported the device was not putting out the liter flow that a concentrator was stating during patient use. No patient harm was reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and damage was observed on the oxygen nut. The complaint was confirmed. Although the received sample was found with damage on the oxygen nut there is not sufficient evidence to assure this damage on the oxygen nut was originated during the manufacturing process. The root cause for the condition reported could not be identified.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the device was not putting out the liter flow that a concentrator was stating during patient use. No patient harm was reported.